Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) unit the safety disk test failed, and the device shut down when started normally. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e.1. Full event site name: (B)(6). The full initial reporter: (B)(6).